Event description:
During and immediately after absorption period only: groin numbness. Severe pain wrapping under pubic bone. Leg collapsed couple times. Mild pleural effusion. Severe shortness of breath. Palpitations. Disorientation - couldn't remember how street lights worked when tried to walk. Intolerance to almost all food--severe nausea and almost black-out dizzy; had nothing but blended veggies and little fruit for 2-3 months. Bronchial constriction from scents. Throat and tongue swelling from diflucan (new). Other new allergies. Open sores on shins. Severe fatigue. Frequent low grade infection/very weak immunity. Unquenchable thirst. Urge to pace some nights. Irrational thinking. Wide awake for 2-3 nights and days a couple times, other times slept 20 hrs. Ongoing (some periodic): swollen glands in groin, periodic in neck and armpit. Very sharp pain and swelling within labia. Raynaud and rsquos began and keeps getting more painful.. Calcium deposits in groin. Mild edema in pubic region and thigh. Groin pain and rigidity. Painful tugging if I try to relax the area, so I must always be tense. Full, pressing feeling in groin. Sometimes sharpness extending into inner thighs. Itchy under skin over mesh. Shooting pain down inner thigh to toes, periodic severe pain shooting up to shoulderblade/neck. Constricting fascial bands around hips and thigh and across front body. Lumpy under skin. Occasionally oozing sinus tracts in groin. Heart jolts. Swollen veins from thigh to breast. Drops in b.p. And blood sugar. Sharp pains around ovaries. Mild vein swelling around fallopian tube. Intolerance to artificial or strong scents. Lung and flank pain. Dysmotility of digestive tract (before and for a long time after surgery, very bad constipation, but for last couple years just feeling of poor blood flow or innervation to stomach--must rub inner thigh to get stomach to process sometimes, otherwise food just sits in there). Lack of appetite. Multiple periods of rapid weight loss. Nausea. Deep ear pain/eustachian tube spasms. Periodic weakened vision and floaters and eye spasms. Fogginess. Dizziness. Aching joints. Nerve pain and crunchy achiness in feet. Mild arthritis. Moderate fatigue. Diminished sexual sensation. Insomnia. Very painful and compressed sitting w/ thighs 90 degrees to torso--hard to breathe. Gallbladder began hurting. Smelly and cloudy urine w/ no uti. Loss of social life. Not working. Anxiety about doctors. Adrenal issues. Lost hair on inner thighs. Blood in urine once but no uti or stones. Probable adhesions/like insides tied in tight knots. I suspect I'm generally intolerant to foreign bodies--just prior to hernias, 2 paraguard iuds in a row pressed very painfully into cervix and required removal, some difficulty with contact lenses. With constipation after surgery, I probably had diminished ability to eliminate the absorbable chemicals from my system and therefore they lingered longer and tried to push out through skin, lungs, kidneys and I think my body is still trying to break down and eliminate the remaining polypropylene. I only recovered from the initial symptoms after beginning detox baths, dry skin brushing to move lymph fluid, and other detox methods. Symptoms worsen whenever I get away from doing these. I suspect I've had a chronic biofilm infection b/c I can manage bad lung, heart, flank, and lymph node flare-ups with echinacea and raw garlic. Still testing negative for autoimmunity, but have symptoms like the body is attacking itself--probably attacking the circulating chemicals from mesh break down. Just met with surgeon who will remove mesh soon. (B)(6) 2014: blood tests: negative ana; sed rate normal; slightly low red blood count; borderline low tsh; slightly low protein and creatinine (I'm losing weight and body mass rapidly again all of a sudden). (B)(6) 2013: nerve conduction test legs--nothing notable. (B)(6) 2013: ultrasound groin--calcium deposits. (B)(6) 2011: spinal cervix and brain MRI--mild arthritis and mild hypointense bone marrow in t2 (possible setting of anemia) severe flank pain since early on and still need to more thoroughly check kidney health--may be related to these signs of possible setting of anemia and surgeon recently said degraded mesh can cause kidney problems. (B)(6) 2011: ultrasound groin--small left direct inguinal hernia (not seen in later 2013 ultrasound); possible athletic pulpalgia (not confirmed by subsequent MRI); right side "slightly prominent hyperemic lymph node" and protrusion of fat against inguinal ligament, no definite hernia. Sometime between late 2011 and through 2012: vaginal ultrasound--vascular swelling around fallopian tube. Two ekgs and one echocardiogram--nothing notable (but heart sounded markedly different than usual at that time, in my opinion; sounded like a gush after every beat). X-ray: pleural effusion. Periodic chem panels and blood counts--generally normal, except imbalanced zinc/copper ratio quickly corrected. Colonoscopy and endoscopy--flattened villi in small intestine, but negative for celiac.